Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that after rebooting the system there still seems to be intermitted issue. Review of the system log file showed the image disk1 has a hardware performance error. Upon further inspection fse checked the system and confirmed that the most likely cause of malfunction was service kit image disk. Fse replaced service kit image disk. After replacing the service kit image disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system has issues with getting images. After rebooting system three times, there still seems to be intermitted issue. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.